Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support; however, customer declined to complete the check. Customer successfully resumed insulin delivery. Customer's blood glucose was 250 mg/dl at time of alarm.